Manufacturer narrative:
The bench repair technician reported that the issue was not duplicated when a test run was performed. It was then reported that since the occurrence of a check vent: blower temperature high (diagnostic code: 1122) was confirmed in the event log. The blower was replaced as a recurrence preventive measure.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the device had a "blower temperature high" alarm error code. The device was in clinical use when the issue occurred; the device was replaced with a different v60 ventilator. There was no patient or user harm, nor delay to therapy reported. Further information is pending.